Event description:
It was noted that during use of a deltapaq coil (unknown catalog and lot) there was non-detachment issue which eventually detached after several attempts during the removal of the coil. The coil detached within the aneurysm without incidence. Attempts to obtain additional information were made, but no further information will be available. No patient information or vessel code information provided.

Manufacturer narrative:
The product remains implanted and is not available for analysis. Additionally, the lot number was not provided, therefore, no DHR could be conducted. Without the device and with the limited information it is not possible to determine the cause of the event, additionally without the lot no DHR could be conducted. Therefore, no corrective actions will be taken.